Event description:
It was reported that during an interrogation, this implantable cardioverter defibrillator (ICD) was discovered to have triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. Technical services (ts) reviewed device data and found that the device battery had reached the status of end of life (eol) as of january 2022 in addition to the code 1007. It was recommended that the product be explanted and replaced. Subsequently, this patient underwent a replacement procedure, and this product was successfully replaced. No additional adverse patient effects were reported.